Event description:
Information received by medtronic indicated that the customer reported crack in pump and received fa896 notification. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2022 15:06:00.000 and (B)(6) 2022 15:16:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2022 11:36:00.000. (B)(6) 2022 14:54:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2022 15:11:00.000. Cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: (B)(6) 2022 20:24:00.000 (B)(6) 2022 20:12:00.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: (B)(6) 2022 16:02:00.000. Unable to test for lost sensor alert, cannot find sensor signal alert and sensor signal not found alert due to critical pump error (open book image) alarm. Lost sensor alert, cannot find sensor signal alert and sensor signal not found alert were unknown. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:30:28.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2022 08:31:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2022 13:20:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2022 13:21:02.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:08:39.000. (B)(6) 2022 15:10:09.000. (B)(6) 2022 15:10:44.000. (B)(6) 2022 15:16:27.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:08:43.000. (B)(6) 2022 15:10:09.000. (B)(6) 2022 15:11:36.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6) 2022 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Retainer ring damage (a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip) was confirmed. Cosmetic damage was confirmed at the pump case. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.